Manufacturer narrative:
(B)(4). Physio-control replaced the therapy connector assembly and confirmed proper device operation through functional and functional performance testing. The device was then returned to the customer for use. The removed therapy connector assembly eval at the failure analysis center verified the reported intermittent issue. A loose fitting connection at the apex insert of the therapy connector was the cause of the failure.

Event description:
It was reported that the device intermittently failed to recognize the test plug while attempting to perform the user test. Physio-control evaluated the device and observed that it intermittently failed to detect the therapy cable connection while manipulating the cable at the connector. The device would not be able to provide defibrillation therapy when it had lost the connection. There was no pt use associated with the event.